Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of over 800 mg/dl at the time of the incident. The customer got a motor error alarm, which went away and they were able to rewind the pump. The customer experienced high symptoms such as shaking, feeling drained, vomiting, nausea, and almost losing consciousness. The customer was wearing the insulin pump during the incident. The customer believes that they were not getting insulin through the night because she had highs again. The customer was at 64 mg/dl, drank 2 juice boxes and ended up at 34 m/dl. The customer experienced low symptoms such as dizziness and almost getting a seizure. Troubleshooting was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, unexpected alarm error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test or displacement accuracy test due to prime anomaly. The motor was tested outside the device and passed. Unit received with cracked lcd window, minor scratches on case, cracked reservoir tube lip, cracked case at display window corners and minor scratches on lcd window. Unit received with corroded battery tube. No damage to belt clip slot noted.